Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A site director reported, via voluntary medwatch from, a case of foreign body / debris under flap of one right eye, which was noted two days post lasik surgery. Flap lift and debris removal procedure was performed at five days post op. Upon f/u, it was learned that the debris was of a sponge material. On (B)(6) 2011, the pt underwent lasik on both eyes (ou). No complications were noted on the operative report. On (B)(6) 2011, two day post operative exam noted foreign body of the right eye (od) no dlk and no striae was also noted. The pt was to return 2-3 days to recheck debris od. On (B)(6) 2011, the pt underwent a corneal flap lift procedure for removal of the debris of the right eye.